Event description:
Adverse event(s): "no patient impact reported" (no consequences or impact to patient). Product problem(s): "dull blade" (dull). The customer reported that the surgical blade was dull. No patient impact was reported. Additional follow-up information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)